Event description:
Patient reported obtaining a blood glucose result of 129 mg/dl, while using the suspect device. Patient indicated that he immediately retested, using a different strip vial (same lot), and obtained a result of 270 mg/dl. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.